Manufacturer narrative:
Other relevant devices are: etlw1620c93ee , s/n: (B)(4); use by date: 28-aug-2019; upn # (B)(4); etlw1616c156ee, s/n: (B)(4); use by date: 27-feb-2019; upn # (B)(4); etlw1620c93ee , s/n: (B)(4); use by date: 28-aug-2019; upn # (B)(4). There was no re-intervention performed- medication only administered. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used for the treatment of migration and a type ia endoleak that was observed in a patient who had been implanted with another manufacturer's stent graft. A CT scan showed an aaa of maximum diameter 70mm. The proximal aortic neck angulation was 10 degrees and suprarenal neck angulation was 40 degrees. During the procedure, an endurant ii stent graft system including an aortic cuff along with one left limb extension and two right limb extensions were implanted in the patient and this was secured with 4 heli-fx endoanchors at the proximal neck. Per the investigator, implantation of the heli-fx endoanchors was deemed successful and both, the stent graft migration and the endoleak issues were resolved. The patient was discharge 2 days later after experiencing no adverse events post procedure. However, it was reported that on approximately 20 days post procedure, the patient presented with fever and abscess in the left groin. Per the investigator event is not device related, but is procedure related. Medication was administered, and the patient recovered. No additional clinical sequelae were reported and the patient is fine.